Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient stated the cgm was showing "urgent low" early in the afternoon and felt "lousy" so he drank orange juice and ate fruits to increase his cgm readings. At 4:00pm, the cgm was showing a reading of 400 mg/dl so the patient took a bolus and the reading went down to 365 mg/dl. The patient took an additional bolus to lower the reading but then started to feel dizzy and threw up. The patient was not able to check a bg reading because they passed out. The patient's wife contacted their physician and took the patient to the hospital. It was reported that the patient regained consciousness while they were still home prior to contacting their physician. At the hospital, the nurse checked the patient's bg and it was 225 mg/dl. The patient stated the value decreased due to them taking insulin. It is unknown what the cgm was displaying during this time. Additionally, at some point on the day of the event, the patient stated they checked their bg and it was off by 300 points however, they could not remember the values on both devices. At the time of the report, the patient was doing fine. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.